Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No abnormalities were observed in the liat® amplification curves and all runs have robust internal control amplification. There are no signs of pcr suppression. Run 6367 has weak amplification and a late CT value (CT 35.5), consistent with a low titer sample, near the limit of detection (lod) for the liat® test. Near the lod, sample results can be expected to waiver upon retest. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false positive result for a patient¿s sample when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6), 2021 for run #6366 they observed invalid results for a patient¿s sample followed by run #6367 that generated a sars-cov-2 positive, influenza a negative, influenza b negative result for the same patient¿s sample, both runs were performed on the cobas® liat® system (s/n (B)(4)). On (b)(64), 2021 run #6903 a repeat test of the patient¿s same sample tested using a different kit (lot#10628x) was analyzed on the same cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. On (B)(6), 2021 the patient¿s same sample was sent out to a reference lab for repeat testing on a different platform the cepheid® test that generated a sars-cov-2 negative result. Patient sample was collected using nasopharyngeal in bd universal transport media 3 ml. The customer confirmed there was no allegation of harm to the patient. The positive result was reported out to the patient and/or personnel treating the patient.